Event description:
It was observed that during the device inspection, the rigid arthroscope exhibited broken glass on the lens, burnt and melted periphery, and damage on the surface of the light guide end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the damage was caused by a massive high frequency flashover. Triggered by unintentional contact (the distal ends are in constant contact with other equipment during hf application). This leads to a short circuit in the device and burning of the distal end. Olympus will continue to monitor field performance for this device.